Event description:
It was reported that during a breast biopsy procedure, the introducer was broken when the device was removed after the marker was placed. It was retrieved from the opening of the tissue. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.